Event description:
A peritoneal dialysis (pd) nurse contacted customer support requesting a replacement cycler. Within the context of the call, the pd nurse stated this pd patient had a past medical history of pd catheter (not a fresenius product) issues last year, with reports of gross fibrin in the pd catheter and a pd catheter revision. It was reported the patient ultimately transitioned to incenter hemodialysis (ich) for a period in (B)(6) 2020. However, the patient refused a permanent hemodialysis access and returned to pd. The nurse reported the patient was experiencing 'patient line is blocked' and 'drain complication' alarms during several dialysis treatments with the cycler. The nurse also reported the patient had pd treatment on a clinic cycler and the patient was having sluggish drains. The nurse indicated the patient uses heparin (used to mitigate fibrin) and does daily bowel regimen (which is common to prevent constipation in maintenance pd patients) and the pd catheter remains positional. It was stated the patient was hospitalized as the patient was not able to complete pd treatments. The hospitalization is further addressed in (B)(4), a separate complaint record. After review of the patient's past medical history, it was concluded that the alarms on the cycler were likely due to the pd catheter. However, the cycler was processed for a one-time replacement for the reported drain complication issues. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The reported past medical history of drain issues were the result of the pd catheter, which is not a fresenius product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).